Manufacturer narrative:
The intraocular lens (iol) was received to the manufacturing site cut in two pieces. Visual inspection showed surface residuals like particles, fibres and viscoelastic on the iol which indicate that the unit was handled and prepared for surgical use. Also, some scratches were observed on the lens. Therefore, the complaint reported was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4) implant date: if implanted; give date: na (not applicable) lens was not implanted. Explant date: if explanted; give date: na (not applicable) lens was not implanted, therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a scratch seen on the intraocular lens (iol) prior to insertion. There was no patient contact reported. No further information was provided.